Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device had intermittent telemetry upon receipt. Battery voltage was was found to be above elective replacement indicator (eri) level upon analysis after device was cut open. The device was found to have appropriate remaining longevity upon assessment. Further analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device could not be restored by reloading product code, which is consistent with an integrated circuit anomaly.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found that the pacemaker failed to be interrogated after several attempts with different programmers. The physician elected to remove and replace the pacemaker. The patient was stable throughout the procedure.